Event description:
Complainant alleged that during functional, the device gave a "unit fail" prompt and displayed a red "x". Complainant indicated that there was no patient involvement in the reported malfunction.